Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This MDR was initially submitted on (B)(4) 2012; however, due to transmission difficulties the submission was not received by the FDA. Per FDA's request, the MDR is being resubmitted. On (B)(6) 2012, ip vancomycin, ip ceftazidime and oral fluconazole remedial therapies ended.

Event description:
This is a spontaneous report by a nurse in (B)(6) of break in aseptic technique and bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique described as continued lack of mask. On (B)(6) 2012, the patient experienced peritonitis manifested as abdominal pain and cloudy effluent. On (B)(6) 2012, the patient began vancomycin intraperitoneally (ip) 2g every 5/5 days, ceftazidime ip 1g/day and fluconazole oral 50mg/day for the events of peritonitis. The patient was scheduled to receive vancomycin and ceftazidime until (B)(6) 2012. The patient did not require hospitalization. The patient was retrained in aseptic technique during all visits to the hospital, with particular emphasis on (B)(6) 2012; therefore, the event was considered resolved. The patient was recovering from the event of peritonitis. The peritonitis was caused by a break in the aseptic technique - continued lack of mask.

Manufacturer narrative:
(B)(4). The patient recovered from the event of peritonitis ((B)(4) 2012). This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause for the use error was undetermined.